Manufacturer narrative:
It was recommended to the customer to check and clean the flow sensor connections and perform a pre-use checkout. There was no repair. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.